Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the reservoir had leak. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.